Manufacturer narrative:
Returned product was inspected. Excessive wear at entire device. Post broke at minimum diameter. No material or product defect noted. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. The following sections have been updated: device evaluated by manufacturer: change - yes.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw fractured inside the implant. Fractured part of the screw was removed from the implant and discarded.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device has been updated from a loa005 to a loa003.